Manufacturer narrative:
Device evaluation: the probe was cleaned and visually inspected. It was noted that the laser fiber break was confirmed via pilot light leakage through umbilical immediately above the tube holder.

Event description:
It was reported that during an ablation procedure, it was noticed that the fiber was broken. This was discovered upon connecting laser; the probe was never inserted. There were no patient complications reported in relation to this event.